Manufacturer narrative:
The microsensor was returned for evaluation. Device history record (DHR): based on the DHR review conducted, there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications failure analysis: internal wires are broken inside. Foreign matter over sensor area and tip. No testing possible. The supplier was able to confirm the complaint and determined the cause of the problem stated to be mishandling of the catheter. The potential cause of failure is ¿improper use or excessive force on product, physical strength of material unfit for intended use¿. This was confirmed in the failure analysis. Per the report from the supplier, the internal wires were found to be broken inside and no testing was possible. Per the supplier, the likely cause was mishandling of the catheter. Currently the complaint issue does not represent an adverse trend, however the issue will continue to be monitored and trended through the complaint evaluation process. The risk remains acceptable per the risk analysis.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that on (B)(6) 2020 the microsensor transducer could not be detected. The physician changed to a new intracranial pressure (icp) sensor to complete the procedure. No patient injury and no surgical delay reported.